Manufacturer narrative:
There was no beep during device download because the piezo kill switch was broken. The downloaded data returned an alarm, indicating the step sensor was asserted before wire driven. This is an indication of a pod that has leaking on the internal components of the device. The batteries were measured to have low voltages and pcb was measure to have high shelf mode. The cause of the reported event and damages to the device could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 386 mg/dl while wearing the pod between 24 and 36 hours on the leg. A temporary basal was being delivered when the pod alarmed (occlusion).